Event description:
Per independent repair center statement alarming or red light, the 4 way valve is stuck, additional malfunctions were caps leaking ,muffler leaking, also tubing straps and the heat exchanger were leaking.